Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) display blinked for some time after the device was turned on, and then the device turned off. The main printed circuit board (pcba) was defective. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) display blinked for some time after the device was turned on, and then the device turned off. There was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the c277 on the main board was found to be damaged. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed most tests and stopped test. Good batteries were inserted and powered on the epg and the epg powers on with "low battery led" indicator and then the epg shortly powers off. A capacitor c414 was found to be defective and when replaced the device passed all tests when assembled into a golden unit on benchtop analysis. The device passed the battery ejection test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.